Event description:
During routine preventative maintenance of the device performed by zoll technical service, the screen displayed a "status 93" message and a "cannot dump" message. There was no patient involvement in the reported malfunction.